Event description:
It was reported that the vns patient underwent surgery to explant the generator. The patient was paranoid of having an implanted device, so wanted it explanted. It was noted that the patient¿s paranoia may have continued as the patient¿s lead was not explanted. Attempts for additional relevant information have been unsuccessful to date.